Manufacturer narrative:
The investigation into the reported product damage (sterile sleeve damage) has been completed since the original report was filed. Impella 5.5 pump was returned. The returned product was visually inspected and found the sterile sleeve to be torn, damaged and separated close to the blue button end. No other abnormalities were observed. As per clinical, sterile sleeve was detached at base near repositioning button and securement was too tight with movement of patient also seen. The cause of the sterile sleeve damage issue was use related with the sleeve detached at the base near to blue button per clinical and field investigation.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 49-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support it was noted the anticontamination sleeve detached at base near the blue reposition button. The patient remained on support and there was no patient harm reported.